Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs lite meter was reviewed and the DHR showed the fs lite meter passed all tests prior to release. The clinical data and stability data for the freestyle strips were also reviewed, and data showed no anomalies or non-conformances the available tripped trend reports were reviewed for freestyle strips for the last year. The review did not identify any trends that would indicate any product related issues related to this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a high reading on her adc glucose meter in comparison to an unspecified laboratory glucose reading. Customer reported experiencing shaking and unspecified symptoms of hypoglycemia and was incapable of self-treating. Customer had contact with a diabetic specialist who diagnosed her with hypoglycemia and administered her glucose tablets and re-evaluated her medications as treatment. There was no report of death or permanent injury associated with this event.